Manufacturer narrative:
One e1502 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product did not meet specification as received. Visual inspection found scratches on the insulation. The insulation that covers the area where an electrode attaches was bent. There was a small hole where the insulation was creased. The investigation noted scratch marks in the insulation. The insulation that extends from the end of the e1502 to cover an electrode was bent as though an electrode had been roughly inserted or extracted from the device. A small hole was noted in the in the insulation at the spot it had been bent. The device failed hipot testing indicating electrical leakage. The investigation identified the root cause of the reported event to be the user mishandling the device. No trend has been identified. No corrective action is required, because no trend has been identified. This unit does not meet the requirements for a manufacturing or (service) failure therefore; a device history review or (service history review) is not required. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that prior to the start of the procedure, the rod in the center of the device was found broken. A new device was opened to continue. There was no patient involvement. Initial evaluation of the received incident device found part of the plastic insulation was damaged and had failed hipot testing around the damaged area.